Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they had pain at the site of their ins since they were first implanted on (B)(6) 2023. The patient further explained, the implant just didn't feel implanted right, like it was "teetering" and wanting to flip and it hurt them. The patient stated they told their implanting health care provider (hcp) about the issue 2 weeks after implant at their post op, that they were concerned about the ins feeling different in the pocket like it might flip and the discomfort and the hcp told them everything was fine. The patient stated they never saw the ins and what it actually looked like, but it felt like a quarter or a silver dollar under the skin, just "teetering." The patient stated "jump forward to (B)(6)" 2024 when they started falling. The patient stated their left leg just gave out on them. The patient mentioned unrelated medical history: that they'd had a knee surgery in february on their right meniscus so the leg that gave out was the opposite of the leg that had the knee surgery and they fell. The patient stated they had to have 4 fluoroscopies to check the right knee (because they were unable to get an MRI) after the fall to make sure their fall didn't damage the work done on the right knee and the right knee was determined to be ok. The patient stated then they were feeling fine and had no knee pain and was just getting ready to go back to physical therapy when they heard the mail lady come and "a (B)(6) jolt went through my left knee, through my left leg and dropped me to the ground." The patient stated it was a horrific pain, like a lightning bolt and they had 2 falls in one day. The patient stated they had no pain with the "first one" that at one point they were talking with a manufacturing representative (rep) about feeling stimulation in their toes and the rep at the time told them if they felt it in their toes that meant the therapy was working and the patient stated they would just turn it down a little bit and it wasn't as bothersome but with this one, they'd never had pain like they had now with the previous implants. The patient stated that later that night after they "dropped to the ground" their spouse was helping them because their left leg was sore and they were using a walker because they could barely put weight on the leg and they were worried they were going to collapse again and just as they got to their recliner, this horrible pain shot through the right side of their back (patient stated the right side was where the implant was) and the patient let go of the walker gasping in pain and tried to grab their back and they collapsed again and fractured their spine at l4 so they ended up in the hospital and now they were in rehab. The patient stated no one could figure out what was making them fall and it involved only their lower body. The patient stated they weren't finding anything wrong with them orthopedically (a side from the fractured l4) and they were grasping at straws. The patient stated it felt like a lightning bolt in them, they couldn't even be home and they were wondering if the implant was "misfiring" because it was shocking them and they were wondering if it was dong nerve damage and shooting off signals to their lower extremities. The patient stated they would feel their toes curl up and twitch and that they'd never had this problem before. Patient services reviewed the role of patient services with the patient and redirected the patient to follow up with their hcp about the issue (the implanting hcp on record) and the patient stated they just called to report the issue to the manufacturer and stated they tried to call the hcp but they didn't answer and the patient had to leave a message and so they didn't know what to do because the hcp wasn't calling them back. Patient services sent the patient physician listings at the patient's request and reviewed with the patient they could turn the ins off in the meantime but again redirected them to follow up with an hcp. The patient was going to turn off their ins and follow up with an hcp to check the implanted system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and wanted to confirm that the therapy was turned off. It was confirmed that the therapy was off. The caller stated that they had not felt any stimulation or shocking since the device had been off. The caller reiterated all the info from their original call. They noted that they had been getting shocked since june depending on how they sat or how hot it was and they had some days that were over 100 degrees. The caller noted that they never thought the device was in the right and that it might flip, but the hcp said it was fine in the pocket. The caller stated that the ins "literally ripped thru my lower back" and "knocked me off my feet" and they grabbed it and fell backwards and bounced, injuring their spine l4. They were in the brace and using a walker to walk. They could not do dished or laundry. The caller reported that they needed to have an epidural for the pain, so they could finally get off the morphine and this was bankrupting their family. The caller noted that the previous devices worked fine, they still had a small amount of leakage but noted that was likely due to giving birth. The caller had an appointment with a neurologist on oct 10. The caller noted other medical issues such as disintegrating discs in their back but the hcp did not think this is what was causing their issues. The caller commented that this was ruining their life. The caller commented that they had been googling to see if other people had had these issues and they had. The caller noted that they had fallen 3 times and no doctor could tell them why. They had seen a neurologist, oncologists, and orthopedic doctors. The agent confirmed that the patient is doing the right thing by seeing the hcp.